Manufacturer narrative:
(B)(4).

Event description:
The customer reports the external lumen broke during use. The device was replaced.

Event description:
The customer reports the external lumen broke during use. The device was replaced.

Manufacturer narrative:
(B)(4). "Not returned to manufacturer".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos of a hemodialysis catheter for evaluation. Visual inspection of the photos confirmed the arterial extension line was partially separated at the juncture hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of an extension line separation was confirmed by visual examination of the customer provided photos. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the external lumen broke during use. The device was replaced.

Manufacturer narrative:
(B)(4). "Not returned to manufacturer".

Event description:
The customer reports the external lumen broke during use. The device was replaced.